Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's impacted product is non mentor. Therefore, events that involve non mentor devices would not need to be reported as mdrs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient who underwent breast surgery with an unspecified saline breast implant experienced deflation on an unspecified side post procedure. As a result, patient had an explantation on (B)(6) 2021.